Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed atrial fibrillation(af) during implant hospitalization requiring amidorone orally. This resolved by the morning of (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported atrial fibrillation could not be conclusively established through this evaluation. The account communicated that the arrhythmia did not result in clinical compromise, and that the arrhythmia did not exist prior to ventricular assist device implantation. The account later reported that the arrhythmia remained intermittent at 1 month follow up. The patient was reportedly in stable condition. The patient remains ongoing on heartmate 3 left ventricular assist system support, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use (hm3 lvas IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.